Event description:
It was reported that the device would not properly fire during a case. A second device was opened and used to complete the case.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its outer tube bent and the first clip protruding from the channel. The damage to the outer tube would prevent the device from firing properly. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The damage to the outer tube most likely caused the clips to come out of position and stack on one another. The sample was returned with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "unit misfiring" was confirmed based upon the sample received. It was observed that the outer tube was bent. Functional testing could not be performed since the damage to the outer tube would prevent the device from firing. However, the sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The damage to the outer tube most likely caused the clips to come out of position and stack on one another. The sample was returned with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800096. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device would not properly fire during a case. A second device was opened and used to complete the case.